Event description:
It was reported that balloon rupture occurred. The 65-80% stenosed target lesion containing a <=45 and <90 degrees bend was located in a moderately tortuous and moderately calcified coronary artery. A 2.50mm x 15mm emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was stable.